Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Evaluation summary for (B)(4): analysis of the device revealed normal battery depletion.

Event description:
It was reported that the patient was admitted to the hospital for pre-syncope and low heart rate. Upon interrogation it was noted that the device was at elective replacement indicator and had experienced a power on reset. The device also had high battery impedance and no output. The device was explanted and replaced. No patient complications have been reported as a result of this event.